Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device delivered a shock to the patient, but no asystole was shown after the shock. The device showed ventricular fibrillation (vf) before, during and after the shock. The device shocked three times within five to ten minutes. Additional details have been requested. We are considering this to be a serious injury based on the information that ventricular fibrillation was shown indicating a life-threatening event and the patient outcome is not known.

Event description:
The customer reported that the device delivered a shock to the patient, but no asystole was shown after the shock. The device showed ventricular fibrillation (vf) before, during and after the shock. The device shocked three times within five to ten minutes. Additional details have been requested. We are considering this to be a serious injury based on the information that ventricular fibrillation was shown indicating a life-threatening event and the patient outcome is not known. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
The customer reported that the device delivered a shock to the patient, but "no asystole" was shown after the shock. The device showed ventricular fibrillation before, during and after the shock. The device shocked three times within five to ten minutes. This event will be submitted as a serious injury because ventricular fibrillation is an emergency and another device was used. A philips field service engineer (fse) evaluated the device and did not reproduce the reported issue. No ECG strips or case events files were provided to philips for review. The fse replaced the therapy pca and therapy receptacle and upgraded software. The device passed all testing and was placed back into service. The information gathered for this report does not provide evidence of a systemic, design, or labeling problem. No further investigation or action is warranted. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.